Event description:
It was reported that the patient underwent a catheter revision in 2009. The reason for the revision was not provided. See also manufacturer's report #:3007566237-2009-09399.

Manufacturer narrative:
.